Event description:
It was reported that during a coronary drug eluting stenting treatment procedure inflation difficulties occurred. The target lesion was located in the moderately tortuous, mildly calcified diagonal artery (dx). The lesion was not predilated and the physician advanced a 3.00x16mm taxus liberte drug eluting stent to the lesion. Upon deployment the stent balloon only inflated to 4 atms. The physician attempted to inflate the balloon to 10 atms but this was not possible. The stent and delivery system was attempted to be removed but the stent remained in the vessel but was not fully deployed. The physician went in with another unk balloon and successfully deployed the stent. The procedure was successfully completed with placement of another 3.00x12mm taxus liberte stent distally to the previously placed taxus stent. Both stents were well positioned and well apposed. No pt complications were reported. The pt status is reported as 'satisfactory/good.'